Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting the infusion set tubing during the fill tubing step while using multiple cartridges. Tandem technical support successfully assisted the customer with the loading process with the current cartridge. Blood glucose was 250 mg/dl.